Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was not detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected. The field service engineer (fse) worked with the customer and identified that the half-height drawer was damaged with a bent frame. The fse replaced the drawer and noted that the hardware test application could not be completed due to time constraints as the pharmacy was handling an operating room case. The fse then requested the customer to perform an inventory test to verify that the drawers were functioning properly. The system functioned as intended after field service engineer repaired the device.